Event description:
One pt sample with discrepant troponin t results. Initial result gave 0.122 ng/ml. Same sample repeated twice gave results of < 0.010 ng/ml each time. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.